Event description:
The innercool on-call representative was contacted by the ICU nurse because the rapid blue machine was re-warming the patient too quickly. The innercool folks say that it was determined that initially, the patient was being warmed at the max rate, rather than 0.2 degc/hr. Max is the default setting. In attempting to correct this problem, the rep also instructed the rn to turn off and re-start the machine. When this was done, the "accutrol" mode was inadvertently accepted as the catheter type on the start up menu. We only use "standard" catheters, not "accutrol", but accutrol is the default setting. This resulted in a malfunction error alarm that is only related to the accutrol mode. It is unclear exactly when and if they figured out that the setting was wrong, and when and if they figured out that this was the cause of subsequent malfunction error messages. Once this alarm had been triggered, the rep and rn agreed to switch back to the old console to avoid further frustration and alarms. The patient achieved stable condition. Our facility is now putting a note on the new console reminding staff not to rewarm at the max rate and not to use the accutrol setting. We have informed the company that changing the default setting is necessary for our facility to accept the new console. In our discussions with the company, we learned they had identified the following: this particular error has been identified as a software anomaly that surfaced during beta-site testing of the console in the accutrol mode. The error is cleared by again shutting down and re-starting the machine. It is not a consistent issue and only surfaces once in a while. In any event, a software fix was identified and a revision was implemented just a few weeks ago in all units being tested at "accutrol" sites.